Manufacturer narrative:
The report has been identified as b. Braun internal report number (B)(4): we received a used catheter. The catheter was broken where is around the marking point. Bbaj investigation result: visual: the catheter was broken where 121mm from the tip. The cross section of broken catheter was close resembled the reference picture of pulled back by user. In addition, there were scratch marks with the cross section of broken catheter. Justification: this complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): catheter broken. Complaint: a case of broken catheter has been reported.